Event description:
On (B) (6)2009, the pt was implanted with a scs system. On (B) (6)2010, it was reported that the pt's lead migrated into the epidural space causing painful rib and abdominal stimulation. The doctor explanted and replaced the lead. The pt is currently receiving satisfactory stimulation.

Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and found to be incomplete. The terminal-end electrode is missing from one of the lead segments. The lead appeared to be discolored and the tubing had been cut. No other visible anomalies noted. The lead could not be functionally tested as it was returned incomplete. Conclusion: the cause of the reported complaint could not be confirmed. Lead migration cannot be confirmed through lab testing. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.